Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a release of the mesh on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring.